Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead had an out of specif ication analysis result for extension/retraction due to over-retraction. The analyst noted the helix does not extend due to the driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead¿s helix did not deploy causing it to dislodgement. The rv lead exhibited high thresholds and high/undefined impedance. The rv lead was not used and different rv lead was implanted successfully instead. No patient complications have been reported as a result of this event.